Manufacturer narrative:
The cause of the cardiac arrest has not yet been determined. The autopsy revealed that the implanted cormatrix ecm was inflamed and friable with little tensile strength remaining. A culture taken prior to patient death revealed the presence of klebsiella pneumonia bacteria. The site contact also mentioned that the patient had been implanted with the cormatrix ecm previously in (B) (6) 2009 for ventricular septal defect closure and indicated that the cormatrix ecm used in this location appeared to be well incorporated into the surrounding tissue at the time of autopsy and that no complications were evident for this use of the product in this case. The ecm for pericardial closure product is only intended for the reconstruction and repair of the pericardium. Although cormatrix has FDA clearance for use as an intracardiac patch or pledget for cardiac tissue repair (cormatrix ecm for cardiac tissue repair (B) (4)), it was the cormatrix ecm for pericardial closure product ((B) (4)) that was used on this patient. It should be noted that the two products are identical in composition and manufacturing processing, with the exception being different sizes and different indications for use.

Event description:
On 01/13/2010, an event was reported to cormatrix cardiovascular involving a death of a pediatric patient due to cardiac arrest. The patient had been implanted with the cormatrix ecm for pericardial closure and had severe, complex heart defects. The patient had several prior cardiac surgeries. On (B) (6) 2009, the following procedures were performed on the patient: right ventricular outflow tract muscle resection; right ventricular outflow tract reconstruction; pulmonary valve replacement; pulmonary artery reconstruction; and ventricular septal defect closure. The cormatrix ecm was used for the right ventricular outflow tract reconstruction. The only other device that was utilized during the surgery was the freestyle 90mm valve conduit xenograft which was used to replace the pulmonary valve and reconstruct the pulmonary artery. The patient recovered poorly following the surgery and was treated in the ICU for sepsis. The patient died 12 days following surgery ((B) (6) 2009) due to cardiac arrest.